Event description:
The newest 7-inch extension set has a longer hub that connects to the IV catheter. The hub hangs out 1 cm longer than the previous one. The hub of the IV is 1cm longer you can tape it, so the hub is secure and not at increased risk of dislodgement. When holding for a lp (lumbar puncture) and the IV site was located in the left scalp vein and the left side of the head had to be down on the bed. The baby moved as babies do during the procedure. That hard piece caught and the IV was dislodged (even though well secured). This is an ongoing problem for securing IV on the hand; also, as it hangs out 1 cm longer than the previous one. Yes, I measured. This makes it harder to secure on the babies' small limbs and scalp now this baby has to go through an IV start that could have been prevented with the proper equipment. It was in the scalp due to being hard to start in the first place. The new 7-inch extension is ref (B)(4) made by medline. The older preferred one is made by a different manufacturer.